Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for 1 patient sample on a cobas 6000 e601 module. The initial result was 306 ng/l. The customer questioned the high result which prompted them to repeat the sample. The sample was repeated on another e601 analyzer and the result was 12.85 ng/l. The repeat result was deemed correct. The patient had a new sample collected and tested on both e601 analyzers and the results were both within normal range. The exact results were not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) straightened the pinch valves, ran liquid flow path cleaning and an air purge, and performed precision testing successfully. The customer performed qc successfully. The investigation is ongoing.

Manufacturer narrative:
The qc recovery data provided was within specification. Based on the qc data, a general reagent issue could be excluded. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined.